Manufacturer narrative:
E1: initial reporter facility name- (B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero needleless connector had flow problems. The following information was received by the initial reporter with the verbatim: the maxzero connector was introduced today to replace the qsyte. The connection is placed between the cannula and the three-way stopcock. The patient received a cannula with a maxzero connector at the end. The three-way faucet is screwed into the maxzero. Saline syringe and test substance syringe placed in a three-way stopcock. Began providing research materials. The research material entered the three-way faucet very slowly. After this, an attempt was made to flush the three-way tap with table salt in which the test substance was present. Couldn't get anything to go into the three way faucet. Removed the 3-way faucet and maxzero from the patient and replaced it with the qsyte. Reconnect the three way faucet and I got it without a problem. During use. Nurse was exposed to radiating substance.